Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the non-coronary and left cusps were flexible and intact. A cuspal tear was observed on the right leaflet near the inflow margin of attachment adjacent to the base stitching. The manufacturing sutures along the base stitching appeared intact. All leaflets appeared wavy and in the closed position. Leaflet tears were noted on the right cusp and left cusp approaching the right/left commissure. Another leaflet tear was noted on the right cusp approached the right/non-coronary commissure. The left/non-coronary commissure appeared intact. A small remnant of tan pannus was noted along the inflow non-coronary margin of attachment. An unknown amount of pannus may have been removed during explant. Radiography did not reveal calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis reviewed several points of damage on the leaflets. Although a conclusive cause of the cuspal tears could not be determined from the analysis, it is possible that the calcification on the valve that was removed prior to explant may have caused the cuspal tears. Calcification is an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that after the re-do mitral valve replacement, the patient required over 1 week in the intensive care unit (ICU). No additional adverse patient effects were reported.  Product analysis: the product has been return and analysis is in progress. A supplemental report will be filed upon its completion. A1: patient identified added a4: patient weight added b2: outcome attributed to adverse event updated d4: serial #, UDI #, expiration date added d10: device available for evaluation? Updated h3: device evaluated? Updated h4: device mfg date added h6: coding corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that calcification was removed prior to explanting the valve, but no pannus or blood clots were observed. It was also reported that the patient was not taking anti-coagulation medication. No additional adverse patient effects were reported. H6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 5 months duration post implant of this 25mm mitral bioprosthetic valve, it was explanted and replaced with another mitral valve of the same type. The reason for the replacement was due to an avulsed leaflet. No additional adverse patient effects were reported.